Event description:
The clinic reported that a laser vision correction presented at the one day post operative with striae in their right eye. The flap was repositioned to resolve the issue. The patient's visual acuity at approximately one week after flap repositioning was 20/40 in the right eye and the refractive keratometry 20/20.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field support or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.